Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery vessel. A 6.0 x 40,135cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 24 atmospheres for 10 seconds. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.